Event description:
It was reported that the pump intermittently did not annunciate blood glucose alerts as intended. There was no reported adverse impact to the customer's blood glucose level. At the time of the report there was no additional information available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.